Event description:
Site reported patient experienced bleeding (350 ml) after biopsies during a superdimension procedure. The patient was treated with suctioning and was released from the hospital the same day. Patient expectorated blood clots (old) five days post procedure and reported stable.

Manufacturer narrative:
Superdimension expecting returned devices from the site for evaluation. Bleeding is a known short term complication when a lung biopsy is performed during a trans-bronchial lung biopsy or CT guided percutaneous biopsy.